Manufacturer narrative:
Follow-up # 1 date of submission 3/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 2/27/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a blank display screen. The blank screen was persistent after mounting a test display on the pump. The battery compartment and cap were undamaged and able to fit securely; no visible evidence of moisture was observed in the battery compartment. Due to the blank display the investigation was unable to adequately investigate the initial complaint. A leak test was performed and failed due to a display lens leak. The pump was opened and there was moisture damage observed on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.